Event description:
The dealer reported that the chair had a tilt/recline actuator module (tram) and mounting hardware that is not functioning and has remained in tilt which could affect the airway of the end user in ability of upright seating.